Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
Patient was revised to address loosening of the tibia, femur, and patella at the cement/bone interface. Poly wear of the insert and osteolysis were also reported, and it was noted that the tibial plateau was fractured, with fibrous union.